Manufacturer narrative:
Corrected data: upon further review it was noted that component code of 4755 was incorrectly indicated in the initial report. Correct component code is 4742 (inserter). Field below is updated. Section h6: component code: 4742. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr 26, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the suspect iol was received stuck in the cartridge and overridden by the plunger rod. Visual inspection found the cartridge tip to be cracked and damaged, and no assembly issues were identified before and after disassembly. No issues that could cause or contribute to the complaint or observed issues were identified. No further evaluation was performed. The complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted, hence not explanted. Initial reporter name and address: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer with patient contact had cartridge tip cracked/deformed. No other information was provided.